Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtmc2d4 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert due to the sensing integrity counter (sic) and non-sustained episodes. It was noted that the pacing configuration was can-rvcoil and it was recommended to reprogram it to rvtip-rvring. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.